Manufacturer narrative:
Upon visual inspection, it was confirmed that the angle nut tip was missing or broken as reported. Several attempts were made with new angle nuts to realign the handpiece, however, they were not successful. The handpiece is not repairable.

Event description:
It was reported that the tip broke off the universal handpiece during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.